Event description:
Patient stated that maybe her skin is getting tougher from all the injections but also asked if the needles could be dull or a bad batch. She said she is changing the needles daily, that she hates needles and is having to push harder to get into the skin. No additional information is available.